Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Customers reported that the device experienced screen flickering during use, which resolved itself after a short while. They also noticed that the helium was being consumed too quickly. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , b5 , d10 due to character restriction in block e1 e1 event site address is no. (B)(6) corrected field : e1 ( event site address ) a getinge field service engineer fse was dispatched to evaluate the unit. The fse confirmed the screen flickering issue, which was caused by a screen malfunction. The helium consumption was due to the user repeatedly disconnecting the balloon while using the console. There was no issue with the device regarding helium consumption. The device passed performance and safety checks according to factory specifications. The failure analysis and testing department received the display with a reported unit failure stating that the screen could not display normally and showed a black screen. The fat department performed a visual inspection of the received component and confirmed that no physical damage or abnormalities were observed. The fat department installed the top lcd display in the cardiosave test fixture and tested it according to factory specifications. The failure analysis and testing department performed display tests followed by functional testing for approximately two hours but could not reproduce or verify the reported failure. The top lcd display is being retained in the fat department as per procedure

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a flickering screen and the unit had fast helium consumption. There was patient involvement and no injury or harm reported.